Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occured without issue (B)(6) 2015. Patient reported dysphagia symptoms within first week of implant. Esophageal balloon dilation (B)(6) 2015 did not alleviate symptoms. Uneventful device explant on (B)(6) 2015. Patient in satisfactory condition after explant.